Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty fan could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a fan failure. Additional evaluation findings are as follows: front panel mouth noted damaged; worn socket slider switch, causing intermittent use of high intensity mode; non-olympus lamp found installed in the unit with lamp life meter below hours. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e101" occurred during a colonoscopy procedure and the unit was getting "very hot." The intended procedure was completed using the same device with no delay in procedure. There was no patient injury, associated with the problem, reported to olympus.